Event description:
Event description bsc, crm received initial information upon review of holter assessment, numerous single beat pace pauses were present over 24 hours for this insignia microcrystal failure mode 2 population (9/22/2005) device. The pace-dependent patient was previously hospitalized for these confirmed pauses and reported dizziness, which was later confirmed to be patient condition. The rate hysteresis is off, nor were there spikes on the holter to assess if loss of capture (loc) or inhibition occurred. All lead performance measurements were stable, and not indicating any lead issue. One week later, new testing showed similar results. Two months later, the ventricular lead had intermittant loc with oversensing, and was unable to be successfully reprogrammed. The device was moved to the right side and a new lead was implanted, and the former abandoned.